Event description:
Event was reported to (B)(4) by an attorney. The patient has experienced urinary problems, painful intercourse, frequency, nocturia, erosion and dyspareunia. No further information has been provided.